Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the battery tube side, and the pump fell in the water. The customer received the partial display and an open-book image. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the fluid in pump, and the pump did not pass the self-test. Troubleshooting was performed for the partial display, and the customer inserted a new fully charged battery, but the display did not return to normal, or the self-test failed. Troubleshooting was performed for the critical pump error, and the customer reported damage to the pump. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No missing segment/partial display noted during testing. However, pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify device test failed due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcb1/pcba2/4 pins flexible cable/force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail. Missing segment/partial display not confirmed. Unable to verify device test failed due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm during testing due to moisture damage electronic assembly and cracked case corner of belt clip rail confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.